Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a esophageal vein ligation performed on (B)(6), 2010 (patient's age is unknown, although it has been reported that the patient is over (B)(6); patient gender and weight are unknown). According to the complainant, during the procedure, the physician rotated the handle of the device 180 degrees but band would not deploy. They rotated the handle again but the band would not deploy. The physician stopped suction, rotated the handle of the device and two bands fired at the same time. No attempts were made to retrieve the bands with no harm to the patient. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during an esophageal vein ligation performed on (B)(6) 2010 (pt's age is unk, although it has been reported that the pt is over 18 yrs old). According to the complainant, during the procedure, the physician rotated the handle of the device 180 degrees, but band would not deploy. They rotated the handle again, but the band would not deploy. The physician stopped suction, rotated the handle of the device and two bands fired at the same time. No attempts were made to retrieve the bands with no harm to the pt. The case was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Two devices were returned for evaluation. It was confirmed by the complainant that only one device was defective and that they were unsure which device was the defective one so they sent two. A visual examination of the returned devices found that both were identical with the parts returned. A distinction could not be made on which device was involved with the failure identified in the event complaint. Inspection of both handles found no issues. The trip wires were properly cinched into the handle slot of the device and the trip wires were also wound around the drum, indicating the handles had been turned to deploy the bands. Both deployment threads had seven knots, they were intact and attached to the distal end of the trip wires. Functionally, the handles on both devices were able to turn and take up slacks. In addition, an audible click was heard each time a complete turn was made. The most probable root cause has been determined to be design. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)